Manufacturer narrative:
The insulin pump was received with blank display due to shorted lcd board, no burned component noted during testing. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners.

Event description:
The customer reported via phone call that the insulin pump had cracks on the reservoir compartment and on the corners of the screen. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.